Manufacturer narrative:
Product complaint # ==> (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4). The expiration date is currently not available.

Event description:
It was reported that the sterile package was damaged. The device was stuck through the sterile package which could not be used any more. Changed another one to complete. There is no report on patient's injury.

Manufacturer narrative:
Product complaint # ==> (B)(4). : if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate (B)(4). The expiration date is not currently available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The packaging of the device was not returned, only the omnispan applier itself was returned. Two photos of the complaint device were also received from our affiliate prior to the device being returned for evaluation. It is clear from the photos provided that the device had breached the sterile barrier via the thermoformed blister. The complaint of the device breaching the sterile barrier can be confirmed. However given these observations, we cannot confirm when the device had breached the sterile barrier when received, as the packaging shows signs that the package was opened by the user, and the condition of the carton was not described. In order to investigate whether or not this reported issue has occurred more than once for this lot, a similar complaints search within the complaints handling system was performed. From this, 2 other dissimilar complaints have been reported to us for this lot of product released into distribution. Furthermore, a non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. Given this data, it is evident that this lot of product was manufactured without incident. The device could have been forced through the packaging during transit, but as stated before the carton was not returned for damage evaluation. Therefore, given the information provided we cannot discern a definitive root cause for the reported failure. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.